Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Visual inspection noted that the sutures were returned disassembled and broken. Upon viewing the button under the magnifier, nicks and burrs were found in the suture holes. Functional testing was not performed due to the damage to the button of the device. The most likely cause for the damage to the button can be attributed to use error due to grabbing/prying the button with another device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that a ar-1588rt-2j sutures broke during a acl all inside procedure by dato dr (B)(6). The event description is as such: rt-2j failure on the femoral side. Failed upon doing second retensioning. This is the second time product failed with the same lot number after 1 day apart. Upon extending and exploring the femoral incision where the button is seated, the button was found loose but the fifth locking suture bundle was seen. However, the tensioning sutures was loose, and able to be pulled about more than 3cm on both sides with an unusual feel there is a case involvement and procedure is completed successfully by removing the graftlink from the knee by cutting of the sutures underneath the button, and restitch the whole graftlink construct with a new ar-1588rt-2j and ar-1588tn-20. Pass the second newly construct graftlink into the knee joint. Broken piece was successfully retrieved from patient.